Event description:
It was reported that the left ventricular lead had a microdislodgement and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2013. (B)(4).